Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the nurse initiated a tpn infusion in which the device continuously alarmed for air in line. While troubleshooting, the tubing set separated at the upper fitment and leaked tpn on the nurse and patient.

Manufacturer narrative:
Continued from e3-registered respiratory therapist additional information added to :d4,h4 a1, a2, a3, a4, b3, b6 and b7 were requested but not provided.

Event description:
It was reported that the nurse initiated a tpn infusion in which the device continuously alarmed for air in line. While troubleshooting, the tubing set separated at the upper fitment and leaked tpn on the nurse and patient. Although requested, there was no reported impact to the patient or user available to date.

Manufacturer narrative:
No device will be returned. Photo provided by the customer shows the location of the tubing separation could not be determined. The root cause of this failure was not identified. Device history record for model 10012144 lot 20025733 shows that the set was manufactured on 12 february 2020 with a total of 3,843 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that the nurse initiated a tpn infusion in which the device continuously alarmed for air in line. While troubleshooting, the tubing set separated at the upper fitment and leaked tpn on the nurse and patient. Although requested, there was no reported impact to the patient or user available to date.